Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. Next, the pacemaker was visually inspected, and the connection system was checked. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard.the pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In the further course of the analysis, the impedance measurement functions of the pacemaker were tested and showed no anomalies that could be related to the clinical observation. The device functioned properly. In addition, a long-term pacing test was performed. The pacing function showed no irregularities in its course. The device showed no limitations of its capability to provide therapy. In summary, the device was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.

Event description:
Ous MDR: it has been reported that the impedance measurement of the hsm after implantation in the ventricular channel has indicated> 2500 ohms bipolar.